Event description:
Additional information received reported after the first pump was replaced, the patient fell and severed the ¿line¿ and had a surgery 6 months after the replacement. Another component was put in on 2013-(B)(6). There were a lot of concerns that it wasn¿t fixed when the patient fell.

Event description:
A distal/spinal catheter revision was done on (B)(6) 2013. The spinal segment of the existing catheter was retained. The length of the retained catheter was unknown. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)